Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient received gentamicin 80 mg, loading dose and 40 mg daily thereafter (route and duration not reported). At the time of this report the patient was recovering from this peritonitis event with clear pd effluent. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unknown date, the patient completed the course of antibiotic therapy. At the time of this report, the patient¿s effluent was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.